Event description:
It was reported that during the implant procedure, the physician noticed some difficulty advancing the competitor's guide-wire through the tip seal. The wire was forced through the tip and the lead was able to be advanced to a good position. The catheter was slit about 10cm before the slitter came out of the catheter. The lead moved back a few centimeters with the slitting attempt. When the lead was placed back into the partially slit catheter in order to reposition the lead, the wire could not be advanced. While withdrawing the wire it became stuck in the lead lumen. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) all conductors distorted, and blood noted on distal conductor; full lead returned and analyzed.